Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the left ventricular (lv) lead after slitting the catheter. The physician cut the wire flush with the lead connector pin and left the lead in use. The lead tested normally after the procedure and again the following day. No patient complications have been reported as a result of this event.